Event description:
It was reported that 8 weeks after a transurethral microwave treatment procedure, a small rectal fistula occurred. The physician successfully completed the procedure with a targis system. Eight weeks after, the physician noticed a small rectal fistula had occurred and the pt was treated with a suprapubic tube. The fistula eventually closed on its own. No further pt injuries or complications were reported. Pt status is reported as "fine."